Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 300 to over 600 mg/dl. Insulin injections were administered to address the bg level. A cause of the past occlusions could not be determined. A pump system check using the current supplies on the pump was performed. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer stated that the infusion set was to be changed out.